Manufacturer narrative:
(B)(4). The evaluation and repair of the device has not been completed. Once the evaluation and repair is complete a supplemental report will be submitted.

Event description:
It was reported that, when a 980 ventilator was powered on both the main screen and back up status display were blank. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found the cale between the main backplane printed circuit board (pcb) and the breath delivery (bd) power controller pcb to have been poorly connected. The cable was inserted completely and the reported condition was resolved. The se performed extended self-testing on the device and all tests passed.